Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber became dislodged at the end, resulting in the output beam firing straight and a risk of perforation, there was no perforation to the patient. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.